Manufacturer narrative:
(B)(4). Initial report. Additional information, including patient medical history, a detailed patient outcome and the explants have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been retrieved and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 8 years and 7 months due to metal-on-metal reaction.

Manufacturer narrative:
(B)(4). Final report. Additional information and the explant were requested in order to progress with this investigation, however, these were not all provided, therefore, there was only limited information available for the investigation. X-ray were provided and reviewed. Device manufacturing records were retrieved and reviewed and it was found that the parts associated with the records conformed to specification when manufactured. The initial reporter to corin confirmed that the explants were not available to return for examination, so at this time, we cannot determine whether the reported devices caused or contributed to the patient's experience. The corin devices were coupled with a non-corin taper adapter sleeve. Corin now considers this case closed, however, should further information become available, it can be reopened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 8 years and 7 months due to metal-on-metal reaction.